Event description:
I had saline implants put in, around 1995/1996. I became very ill 1997. In 9/2007, I had my implants removed due to pain and a few drs believed my implants were making me ill. They cultured each breast after I had the implants removed and they found a fungus infection called aspergillis. I went on medicine for that, but now I had to be hospitalized for 12 days, and I am under home health care for 60 days, because masses grew in both breasts. I have to take 7 IV's per day with medicine. I had to have surgery to remove a 7cm thick walled mass, with foreign material, and inside was grey liquid. I really believe all these yrs that I have been so ill, it was due to my implants. I was very successful and had to give up my business due to being so ill. I was told by my surgeon that my implants in no way could be causing my illness. I trusted the FDA and all the hundreds of drs I went to telling me they were safe. They are not safe, and I still have lumps in each breast.